Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to become and firing (forward-firing) at 203,472 joules of use. The procedure was completed using a second fiber. Patient outcome: "no injury to the patent".